Event description:
It was reported that while cannulating the coronary sinus and trying to place the left ventricular (lv) lead the telescopic catheter's tip broke inside the coronary sinus. The doctor removed that broken tip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The catheter tip was broken off at 67.5 cm from the handle and the tip was not returned. There appeared to be a slight kink in the catheter shaft near the broken tip site, and appeared damaged at implant.